Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris and pain.

Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.